Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA in a supplemental report.

Event description:
Medical affairs has been unable to get in contact with the pt and will be sending a letter to obtain more clinical info. The pt called alleging that there was a line across the lcd screen and was unable to test her blood glucose. She went to the md's office and was treated with insulin. No info on what the reading was at the md's office. Ccr was unable to resolve the issue and sent the pt a replacement meter. Based upon the info provided, this case is being reported as a malfunction.